Event description:
Patient reported that her insulin pump stopped taking a charge, rendering it inoperable until a replacement could be ordered. There was no adverse impact on the customer's blood glucose level reported. She contacted tandem technical support seeking guidance on ordering a replacement pump, and cts was expected to follow up on her request. Follow-up attempts completed patient not available.